Event description:
It was reported that the atrial lead had varying and high impedance. It was also reported that the atrial lead had intermittent capture and far-field r-wave oversensing. Intervention occurred to correct a loose set screw. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.